Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no issues with the soft cannula that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to > 250 mg/dl while wearing the pod between 4 and 24 hours. While the patient was playing, the pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, the patient applied a new pod.